Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received, identified in b3, and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identified the phenomenon was identified preparation for use, before an unknown procedure, on (B)(6), 2022.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to the olympus repair center. The repair evaluation could not confirm/reproduce the customer reported problem. The evaluation noted the lock mount on the scope mount is stiff and the video connector has physical defects. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head ¿images are not displayed¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.